Event description:
(B)(6) -the dealer reported that the 3gar-cg power wheelchair elevated legrest (elrpw) allegedly were not the same length, and it was hitting ground coming off a ramp. There was no patient injury reported.